Event description:
It was reported that a data error alert 4 occurred after the pump ship date. There was no reported impact to the customer¿s blood glucose level due to a malfunction on the pump. Technical support informed the customer that some history logs may have been erased, but therapy was unaffected. The customer acknowledged the situation and decided to continue using the pump for insulin therapy.